Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and various diagnostic checks of the system and cleaning of the sample pipetting and wash openings were performed. Return testing was not completed as returns were not available. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the troubleshooting performed by the fse. The architect systems operations manual addresses operational precautions and limitations; and addresses sample results observed problems for discrepant and erratic results, including, but not limited to the troubleshooting performed by service. A review of the architect i1000sr platform tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no systemic issue or product deficiency was identified.

Event description:
The customer reported a false positive architect total b-hcg result on a patient. Results provided: sid (B)(6) = 47.82 / < 1.2 / < 1.2 < 1.2 miu/ml, colloidal gold is negative no impact to patient management was reported.